Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced a shocking sensation whenever recharging the ins in front of a microwave. The patient would feel a surge during lightning storms as well. The ins was relieving 50% of the patient¿s pain. It was noted that if anything touches certain parts of the patient¿s body, it caused pain.